Event description:
The facility reports, they were lifting the resident from the bath. Halfway during the lift, the clip on the sling broke, and the resident fell back into the bath. There were no injuries reported.